Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as¿high¿; however, a specific value was not provided. The customer addressed elevated bg level with a bolus via the pump and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.